Event description:
It was reported that the patient presented to the emergency room with presyncopal symptoms. Upon review of the egm, myopotential oversensing was observed on the implantable cardioverter defibrillator. Oversensing resulted in inhibition of pacing. Suggested programming changes were made, and the patient will be monitored.